Manufacturer narrative:
1627487-12192011-003-r . This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their scs system and lost stimulation approximately 3 months ago. Reportedly, the ipg was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced which resolved the issue.